Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements. The patient is not pacemaker dependent and was asymptomatic. There was evidence of noise, but it was not sensed by the device. An rv lead revision procedure was scheduled however as of today boston scientific has not been notified that said procedure has occurred. All available information indicates that the lead remains implanted and in service.